Manufacturer narrative:
Evaluation results and conclusion: (stent dislodgement). (B)(4).

Event description:
The physician was attempting to implant a 4.0mm diameter x 22mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in the ostial lad that was reported to exhibit 90% stenosis in a patient. It was reported that the stent dislodged from the balloon while positioning it at the lesion. The stent was inflated at the tip of the guide catheter to prevent it from embolizing and was trapped and taken out. No patient injury occurred and no clinical sequelae were reported.